Event description:
The surgeon was placing two drill-free maxdrive screws in to the superior orbital rim to fix a zmc fracture when the heads sheared off. Surgeon made decision not to explant remaining portion of the screws.

Manufacturer narrative:
The broken portion of the screw was discarded. Product is not available for eval. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.